Manufacturer narrative:
Follow-up #1 date of submission 03/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly and was exercised successfully for 24 hours on a 1 unit/hour basal rate. The battery was removed and reinserted, and the set basal rate remained programmed in the pump; the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked above and below the bumper pad, as well as at the threads. Additionally, the pump was powered on and the display screen appeared discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump intermittently reset the basal and bolus programming from the user settings when the battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.